Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report failure (B)(4) in event history. During the product evaluation at baxter, it was discovered that failure (B)(4) occurred during infusion, which interrupted delivery on channels a and b. There was no report of patient involvement, injury or medical intervention necessary. No further information is available.

Manufacturer narrative:
(B)(4). The software version was inadvertently omitted in the initial medwatch report. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: a service history review revealed that the device was not previously serviced for the reported condition. Correction: the reported condition was discovered by baxter during the product evaluation, not reported by the customer.